Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on a 980 ventilator display went blank while in use on a patient. Patient was transferred to alternate ventilator, with no harm. The service engineer (se) inspected the device and verified the reported issue. The se replaced graphic user interface (gui) and performed extended self-testing on the device and all tests passed.